Manufacturer narrative:
As stated in the literature, the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). Ap flipping of round implants containing saline or cohesive silicone gel (ie, fourth-generation silicone gel implants) is generally not clinically discernible. Anatomical implants, in contrast, are tear-drop shaped. These fifth-generation implants can retain their shape in any position as they consist of highly-cohesive, form-stable silicone gel. Ap flipping of anatomical implants, thus, leads to breast shape distortion. Between 1% and 14% of breast augmentations have been reported to exhibit implant flipping. Jong, j., gabriel, a., trekell, m., lawser, a. S., heidel, e., buchanan, d., & chun, j. T. (2020). Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself." "Anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue." Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported events. These conditions are considered potential risks of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Event description:
France. Allegedly, the patient experienced baker grade iii capsular contracture, characterized by a hard and deformed breast without pain, with associated folds, rippling, and implant rotation.